Manufacturer narrative:
System is not accepting the investigation findings code 2522. Hence, mentioning it here. Type of investigation investigation findings investigation conclusions 10 2522 4315 following our receipt of the one returned used sensor and performed visual inspection and found liner tape attached to sensor base instead of the pedestal as noted in the comments by the customer, also found needle bent inside sensor base. Unable to continue with functional testing due to sensor being damage. In summary, the customer complaint of the liner anomaly was confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. The customer complaint of unexpected sensor alarms could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported differences in sensor glucose vs. Blood glucose, tape not sticking, and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and the blood glucose value was unknown. The sensor glucose value was unknown and the difference in value between sensor glucose and blood glucose was 50 mg/dl, and the discrepancy between sensor glucose and blood glucose was not within range. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-7040a was requested and the customer response was that the device will be returned.